Manufacturer narrative:
The MFR's service rep performed an on site investigation. The battery packs were replaced, and the software was restored. The system was tested and is operating as intended.

Event description:
The customer reported that the 9600 system had a saturation fault. No pt injury was reported.